Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of over pressurization could not be reproduced. Touchscreen was not responding so functional testing was performed using a remote control. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump over pressurize, fluctuate, or become intermittent. All functions perform as expected. Pressure and flow readings were normal throughout burn-in on wet station. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of increase in pressure was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of computer software problem was confirmed and the root cause has been associated with electronic component failure. Factors that could have contributed to the identified malfunction include a defective system control pcb or lcd display. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the control unit gave more fluid than expected. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.